Manufacturer narrative:
Manufacturer's reference #: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: after unsheathing the graft, the pro-form suture failed to release after turning zta handle and releasing proximal and distal trigger wires. Zta handles was dismantled, and trigger wires were pulled and released manually. Graft moved distally and secondary proximal piece was added to secure seal zone. Patient outcome: the complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the patient was treated with a zta-pt-46-42-179-w (complaint device). After unsheathing the stent graft, the pro-form suture failed to be released after turning the handle and releasing proximal and distal trigger wires. The handle was dismantled, and trigger wires were pulled and released manually. Graft moved distally, and an additional stent graft was implanted to secure seal zone. Zta-pt-46-42-179-w returned without shipping stylet and stent graft, retaining clips and backend cap. The device was returned in the following pieces: 1) blue rotation handle with trigger wires and threaded wire knob, 2) introduction system. The device evaluation found the threaded wire knob with attached trigger wires inside the blue rotation handle; however, the knob had not travelled all the way to the distal end of the thread inside the handle, which indicates that the blue rotation handle was not rotated to a full stop. The handle was rotated approximately 80%. The blue rotation handle had been detached prior to return as the user performed troubleshooting. The rotation function of the handle was tested with the treaded wire knob and significant resistance was experienced during rotation. It was not possible to determine the cause of the significant resistance during rotation. The universal adapter tool (uat) and the holes in the uat where the trigger wires go through and the holes in the gray positioner where the steel wire is pulled through were inspected and no nonconformances were inspected. The black safety-lock knob was turned in the direction of the arrows. No nonconformances were observed. The proximal part of the steel wire and nitinol wires were inspected in microscope, and no nonconformances were detected. Review of the device history record gave no indication of the device being produced out of specification. The device evaluation found significant resistance when testing the rotation function of the handle. Additionally, the device evaluation revealed that the rotation handle was not rotated to a full stop by user. It is possible that resistance during rotation contributed to incomplete rotation of the handle. However, it is unlikely that the incomplete rotation of the handle caused the incomplete release of pro-form suture placed on the proximal part of the stent graft as when the rotation handle is rotated approximately 80% as revealed during device evaluation, the nitinol wires would be withdrawn into the uat. Based on the device evaluation and reported information, it was not possible to determine a conclusive cause of the failed release of the pro-form. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.